Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number (B)(4) and lot number 3314694. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte autog bc global bl 22ga x 1.0in catheter split. The following information was provided by the initial reporter: a patient had an #22 IV start into the right antecubital space. Upon removal of the needle portion of the angio it was noted that the plastic portion inside the vein had split and was extremely painful. Both were removed from site and unfortunately nurse threw both components out into sharps container.